Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. The device was found to have eroded; it was decided to close the wound with curing tape based on the opinion that all of the events this time were caused by the erosion of the device. A system explant was schedule for the future. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. The device was found to have eroded; it was decided to close the wound with curing tape based on the opinion that all of the events this time were caused by the erosion of the device. A system explant was schedule for the future. This device remains in service. No additional adverse patient effects were reported.